Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that a second por occurred. The patient could not recall being in contact with an emi source and was not symptomatic. The por was cleared and the device settings were automatically restored.

Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed; analysis was inconclusive because the file containing the performance data was possibly corrupt and unable to be opened.

Event description:
It was reported that the implantable cardiac monitor had a power on reset (por), which was noted on the remote monitoring transmission. The health professional was going to discuss possible sources of electromagnetic interference (emi) that the patient may have been in contact with on that day and have the patient come into the device clinic to reset and check the device. Follow-up with the device clinic was attempted, but no further information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.